Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedances of over 10000 ohms were measured on electrode pairs involving electrode 1. It was noted that there were no patient symptoms associated with this event. The patient was reportedly happy with the therapy and confirmed that the implantable neurostimulator (ins) was working ¿good.¿ additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that no cause of the high impedances was determined. It was noted that the patient was happy with the treatment and no further trouble shooting has been done. It was further reported that no interventions were planned as therapy was working fine.